Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wife reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 500 mg/dl. Customer was currently in intensive care unit and being treated. Customer reported that insulin pump had received insulin flow blocked alarm. Customer stated that the insulin was exited. Customer advised to change entire infusion set and they will change out set once he was out of the hospital. Customer was declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.